Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16sep2024.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade unknown. The device has been explanted.